Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism fell off of the unit during activation, causing a used needle stick for the user. Reported verbatim: "customer reported the safety shield from cat# 368607, lot# 5226953, fell off at the time safety device was being activated and a staff member was stuck with the dirty needle. The one staff member reported to employee health and is back to work."

Manufacturer narrative:
The following fields were updated due to additional information: it was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism fell off of the unit during activation. No adverse impact was reported regarding the patient or user. E.1. Initial reporter first name: (B)(6). E.1. Initial reporter last name: (B)(6). Investigation summary: bd received 2 photos for investigation, which exhibit the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism fell off of the unit during activation. No adverse impact was reported regarding the patient or user.